Event description:
It was reported that during unpacking, premature deployment occurred. The intended location for treatment was the vena cava. During removal when a 12f greenfield filter was pulled out of the holding tray the filter completely deployed. It was noted that the physician did not apply any unusual force during removal from the holding tray. The procedure was completed with another 12f greenfield filter. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking, premature deployment occurred. The intended location for treatment was the vena cava. During removal when a 12f greenfield filter was pulled out of the holding tray the filter completely deployed. It was noted that the physician did not apply any unusual force during removal from the holding tray. The procedure was completed with another 12f greenfield filter. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed the filter was sticking out of the capsule but it was upside down. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).